Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had been running high blood glucose of over 400mg/dl. The customer treated with manual injection. Treatment the customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.